Event description:
It was reported that this was an un-specified coronary procedure. The 3.0 x 15 mm trek balloon was prepared per the instructions for use, prior to use in the anatomy. The balloon was advanced without issue for pre-dilatation and inflated to an unknown pressure. It was observed that no contrast was seen in the balloon, and the balloon did not inflate. The balloon was removed without issue and another attempt was made to inflate the balloon outside the anatomy, but the balloon still would not inflate. A new trek balloon was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.